Manufacturer narrative:
Product complaint # ==> (B)(4), updated sections on this medwatch report: b4, d9, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent-assisted embolization, an enterprise2 4mmx16mm (encr401612, 6216422) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30555492) and could not be advanced anymore. The stent was removed with the microcatheter together. The physician observed that the microcatheter (mc) was kinked and the tip of stent was deformed. Both devices were changed and a new microcatheter and stent were used to complete the procedure. There was no patient injury report. Two pictures were provided; however, no relevant details were observed in the pictures. A non-sterile prowler select plus 150/5cm was received for analysis. Tip of the device was observed compressed. The device was inspected under a microscope, and compressed tip was confirmed. Water was flushed through the device and no obstruction was noticed. Guide wire sample was introduced through the shaft of the device, and it was not able to come out of the distal tip due the compression observed. A manufacturing record evaluation (mre) was performed for the finished device 30555492 number, and no non-conformances related to the malfunction were identified. Failure analysis was performed on the prowler select plus 150/5cm received. Visual analysis of the returned prowler select plus 150/5cm revealed that tip of the device was compressed. Additionally microscopic inspection was performed, and compression of the tip was confirmed. Hub ID and od of the device were measured, and they were found within specification. Distal ID could not be measured due the damage observed at the tip. Then, the device was flushed using a lab sample syringe and no obstructions were noted. Additionally, a lab sample guidewire was inserted through the device shaft, no resistance was felt during test, however guidewire could not come out of the distal tip due the kink observed. Tip compressed finding could be related to the obstruction issue reported. Therefore, customer complaint was confirmed. It should be noted that product failure could be caused by multiple factors. The instructions for use do contain the following cautions: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. ¿ remove catheter and inspect to verify that is undamaged. ¿ do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent-assisted embolization, an enterprise2 4mmx16mm (encr401612, 6216422) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30555492) and could not be advanced anymore. The stent was removed with the microcatheter together. The physician observed that the microcatheter (mc) was kinked and the tip of stent was deformed. Both devices were changed and a new microcatheter and stent were used to complete the procedure. There was no patient injury report. Two pictures were provided; however, no relevant details were observed in the pictures.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2021-00600.